Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: videos were returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned videos. Upon visual inspection of the videos, it was observed that the device was introduced into the water and the ablation was activated, no anomalies were observed when it was activated in the water. The device was removed from the water and once again the ablation function was activated out of the water against a gaza and apparently the device over heating. No structural anomalies were detected. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection of the videos, this complaint can be confirmed. The device is required for testing, the video provided does not contain enough evidence to determine why the customer experienced the failure, hands on analysis should provide the required evidence to provide a root cause. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the vapr premiere 90 electrode ea was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection and functional test of the device were performed, as a result; the tip is in a used condition with tissue debris around the active tip and in the suction holes. The handle assembly was in good condition as well as the cable and plugs. Also, procedural residues visible in suction tube. The electrical and functional checks were successfully passed. A DHR for the reported lot has shown no issues (ncrs or deviations) with the manufacturing process that , might explain any possible observed failures. The customer stated that there was abnormally high temperature during ankle arthroscopy surgery, the patients surgical wound was burned by the device. Testing did not highlight any issues with the device. The device activated as expected and the suction flow value was within specification. Reported device was evaluated at atl-UK passing electrical and functional test and no manufacturing defect was found with the reported electrode. The complaint device was found to meet manufacturers specification. Depuy synthese mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the sales rep in china that during an ankle arthroscopy surgical procedure on (B)(6) 2023 the vapr tripolar 90 suction elect device had an abnormally high temperature and the patient's wound was burnt by the device. It was reported that the patient was currently hospitalized for observation and the patient's condition was stable but the wound healing condition was poor currently. The device was not replaced as it occurred at then end of the procedure. There was no delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: e3: reporter is a j&j sales representative. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.